Event description:
It was reported that the patient underwent a surgical procedure involving this tactra penile prosthesis for unspecified reasons. The device was removed and replaced. No patient complications were reported in relation to this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither patient symptoms nor device allegations were reported. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving this tactra penile prosthesis for unspecified reasons. The device was removed and replaced. No patient complications were reported in relation to this event.